Event description:
According to the reporter: occurred during an open distal pancreatectomy procedure. The stapler was being applied to the pancreas. The stapler was placed around the tissue and then fired. Following a complete firing, it would not retract all the way. It appears to have only retracted 3/4 of the way. The jaws of the device were locked onto the tissue. They placed another reload and resected 4 cm of tissue out the previous firing with the distal portion of the pancreas. No device component broke off. There was no patient harm. No other patient adverse events were reported. Patient is good.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection found that the reload was engaged with a instrument. Visual evaluation of the reload noted that it was fully fired and the anvil clamping mechanism was deformed. Additionally, the staple pushers were found to be flush to sub flush with the cartridge surface. This is an indication that the device was fired in tissue thicknesses beyond the device¿s design intent. Further evaluation also noted the knife bar laminates within the reload were bent. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly. The laminate variation was considered to be a secondary condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism and flush to sub flush staple pushers may occur when application over tissue that is beyond the recommended thickness range or when application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause was identified as improper use with a secondary condition associated with a variation of an internal component. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.